Event description:
It was reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a maintenance required code #7. The iabp may also require 2500 or 5000 maintenance kits. There was no patient injury, harm adverse event reported.

Event description:
It was reported that, while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a maintenance required code #7. The iabp may also require 2500 or 5000 maintenance kits. There was no patient injury, harm adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(4). A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm was able to reproduce the reported issue because the drive manifold had a leak. To fix the issue, the stm performed a preventive maintenance, and replaced the drive manifold. The stm also cleaned the unit, to allow more airflow. The pm was completed, and the stme performed a functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a maintenance required code #7. The iabp may also require 2500 or 5000 maintenance kits. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.